Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. The root cause could not be determined conclusively. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
An optometrist reported a patient presented with sensitivity to light in both eyes one month post lasik. The patient began a topical nonsteroidal anti-inflammatory eye drop. The patient was seen five months post lasik and noted increased pain and continued light sensitivity. The topical steroid eye drops were increased and discontinued the nonsteroidal anti-inflammatory eye drop. Additional information received states the patient's light sensitivity has resolved. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.